Manufacturer narrative:
Concomitant medical products: model 3186, scs lead; therapy date: unknown.

Event description:
Related manufacturer report number: 3006705815-2019-01475. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, the issue was resolved.